Manufacturer narrative:
Correction #: 2531779-03/24/2010/003-r. The pump has been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
The patient said the pump did not stop during the load step and dispensed insulin from the cartridge. She confirmed she was disconnected from her pump at the time of the incident. The patient stated that all insulin was dispensed from the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation corrosion was found in the force sensor assembly. During testing, the pump load step was unable to detect the filled cartridge. A leak test was performed on the pump and no leaks were detected during testing.